Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-30, additional information was received from the manufacturer representative (rep). The patient's weight was provided. The rep was asked what the results of any diagnostics/troubleshooting performed. The rep responded, "provider stated that the pump was not shut down and is working normally". The contributing factors were requested. The rep stated, "patient misunderstanding". The actions/interventions taken to resolve the pump stated, "ptm needs to be synced, seeing provider today to resolve".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The patient believed it was bupivacaine and clonidine but was not sure. It was reported the patient was in the hospital because her ¿pump was not working¿ and her pump ¿shut down.¿ it was noted, due to this, the patient went into withdrawal. The event date was (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-01, additional information was received from the manufacturer representative (rep). The cause of the patient's withdrawal since the pump was working normally was requested. The rep stated, "she missed 2 refill appointments".